Event description:
It was reported to gore that the patient was treated on an unknown date with the implantation of a gore® excluder® conformable aaa endoprosthesis and a gore® excluder® aaa endoprosthesis for an unknown indication. It was reported that the device was explanted on an unknown date for unknown reasons. No additionally information is currently available.

Manufacturer narrative:
H3: other code: the medical device returned to a third party for further investigation. The analysis report was shared with gore and evaluated appropriately. H6-code b13: additional information to the event and patient information were requested from the third party. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated for final coding g3/g4: PMA/510(k) number corrected.